Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657. Batch#: 304788. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: bd309657. Description of product: syringe ll tip st 3cc 200ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 1980. Hospital complaint reference #: (B)(4) details of complaint (reported issue): while immunizing a child, the syringe popped off the needle hub, and there was a small amount of sprayback with vaccine that was left in the hub/syringe tip. Upon inspection, what appeared to be a small amount of plastic/rubber from the plunger tip was visible in the syringe hub. I have a photo of the plastic piece in the syringe hub. Incident date unknown. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4). Samples available? No. Is customer requesting an rga? No.

Event description:
No additional information.

Manufacturer narrative:
One photo was received by our quality team for evaluation. The photograph shows a cylinder from the side with the measurement scale, where the customer has placed a white arrow pointing to a section of the cylinder's thread that appears dark in color. On the thread where the needle is assembled, no anomaly is observed. The section of the thread with a dark tone could correspond to the foreign material reported. However, since no visible irregularity is observed on the thread, it is not possible to confirm the reported defect as an issue with needle connectivity to the syringe. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause for either of the reported issues could be determined. A physical sample would be needed to test the possible foreign matter and to test to see why there was leakage between the syringe and needle.